Event description:
Caller reported a cgm error 42. There was no reported impact to the customer¿s blood glucose. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the cgm error code did not appear again, and the caller successfully started their sensor session.